Event description:
Event description cpi received information that a patient with this atrial bipolar lead exhibited a loss of capture in the atrium. Because of the patient's poor health, the physician has elected to reprogram the implantable cardioverter defibrillator (ICD) pacing to vvi.